Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the faradrive sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath did not pass leak and aspiration testing. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This abnormality was identified to be the cause of the allegations. The reported clinical observations were confirmed by the analysis results

Event description:
It was reported that the sheath exhibited air bubbles during aspiration and a hemostatic valve leak. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. After insertion of the farawave catheter a considerable amount of air was confirmed when aspiration was performed. From the sheath handle to the flush port, a large amount of air bubbles in the syringe were observed. Air stopped entering the syringe when aspiration was performed while holding down the opening of the hemostatic valve with wet gauze. The perfusion line was reconnected while holding down the valve opening, and after confirming that no air had entered, flushing was performed and perfusion was started under positive pressure. After beginning perfusion heparinized saline was confirmed to be dripping slowly from the hemostatic valve of the sheath. Because the pressure was still positive, the procedure was continued without replacing the sheath. The procedure was completed with no patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration and a hemostatic valve leak. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. After insertion of the farawave catheter a considerable amount of air was confirmed when aspiration was performed. From the sheath handle to the flush port, a large amount of air bubbles in the syringe were observed. Air stopped entering the syringe when aspiration was performed while holding down the opening of the hemostatic valve with wet gauze. The perfusion line was reconnected while holding down the valve opening, and after confirming that no air had entered, flushing was performed and perfusion was started under positive pressure. After beginning perfusion heparinized saline was confirmed to be dripping slowly from the hemostatic valve of the sheath. Because the pressure was still positive, the procedure was continued without replacing the sheath. The procedure was completed with no patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.